Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the electronic assembly. There was no vibration when the battery was inserted. There was moisture damage on the motor assembly. The pump had scratched lcd window and cracked case at the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 154 mg/dl at the time of incident. The customer's mother stated that her son went swimming in the ocean and the pump started to vibrate. The pump had a blank display and continued to vibrate. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.